Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and the report of yellow battery alarms was confirmed during analysis. The white power cable was maneuvered and the low voltage alarm became active. The white power cable was then stripped at the connector end and revealed a broken conductor. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt's system controller alarms when bending the white power lead at the connector end. The system controller was exchanged for another system controller and no further events were reported.